Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one vaccess balloon catheter was returned for evaluation. No other specific anomalies were noted during the visual evaluation. During the functional testing, the balloon was inflated with an in-house presto inflation device, and during the inflation, water was noted to be streaming from the balloon. Upon further examination, a longitudinal rupture was noted on the balloon. All the anomalies observed under microscopic observations. Furthermore, the catheter was able to insert in to the in-house guide wire with slight resistance, then the catheter was further attempted into the in-house sheath, and it was able to insert and retract with slight resistance. No further testing was performed. During the sample analysis, it was confirmed that the leakage in the balloon was caused by the longitudinal rupture that was observed under microscopic observation. The catheter was able to insert and retract both in-house guide wire and in-house sheath without any problems during the functional testing. Therefore, the investigation was confirmed for the reported balloon rupture. However, the investigation was unconfirmed for the reported balloon removal difficulties. A definitive root cause for the reported balloon rupture and balloon removal difficulty could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, d4: (expiration date: 04/2026), g3, h6 (device). H11: h6 (method, result, conclusion). H11: section a: through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon had allegedly ruptured at 10 atm during the second inflation. It was further reported that the device allegedly had an issue removing the balloon but was able to retrieve it. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 04/2026). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon was allegedly burst at 10 atm on second inflation. There was no reported patient injury.